Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that repeated errors were appearing in the externalinboundprocessorsservice logs. These errors indicated that admit discharge transfer adt messages from epic failed to process due to a system.invalidoperationexception caused by concurrent updates corrupting a non concurrent collection. A technical support specialist tss reviewed the site running 1.7.4 and followed the guidance from knowledge article med es server messages not processing concurrent error and restarted the externalinboundprocessorsservice after which all failed adt messages from that timeframe were resent successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the discharged patients were not clearing from patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.